Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: no deviations or non-conformances were noted.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient underwent primary tkr where a stryker knee was utilized. This knee was later revised to a stryker revision. On the (B)(6) 2015 the stryker revision knee was revised to a pfc tc3. Patient has presented with a painful and stiff knee, with a limited range of motion. Bone scans show an uptake around the femoral component indicating a possible loose femoral component. A decision was made to revise the femoral component and bearing on (B)(6) 2020. On opening the knee, the femoral component was not overtly loose and did require a little work to remove. It was, however considered to be loose. A decision was made to convert the tc3 femur to an s rom hinged knee (allowing more mobility) while leaving the revision tibial tray in situ.